Event description:
The following was reported to gore on february 12, 2025, from the medrio study database: on (B)(6) 2020; this 74-year-old female patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t branch device, four gore® viabahn® vbx balloon expandable endoprosthesis devices and one gore® viabahn® self expanding device. Gore® viabahn® vbx balloon expandable endoprosthesis devices were placed in the celiac trunk, superior mesenteric artery, and bilateral renal arteries. The gore® viabahn® self expanding device was placed in the left renal artery. All devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2025, this patient was noted to have an occluded graft in the left renal artery. Medrio system notes that this is related to the gore® viabahn® vbx balloon expandable endoprosthesis device. No treatment or reintervention has been performed as of this time and the outcome has not resolved.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Further details were requested from the study coordinator, but nothing was provided. With the information reported to gore, the root cause of the reported event cannot be established. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5: describe event or problem was updated. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.

Event description:
The following was reported to gore on february 12, 2025, from the medrio study database: on (B)(6) 2020; this 74-year-old female patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t branch device, four gore® viabahn® vbx balloon expandable endoprosthesis devices and one gore® viabahn® self expanding device. Gore® viabahn® vbx balloon expandable endoprosthesis devices were placed in the celiac trunk, superior mesenteric artery, and bilateral renal arteries. The gore® viabahn® self expanding device was placed in the left renal artery. All devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2025, this patient was noted to have renal ischemia with renal necrosis due to occluded grafts in the left renal artery. It was reported that this is related to both grafts, namely the gore® viabahn® vbx balloon expandable endoprosthesis and the gore® viabahn® endoprosthesis with propaten bioactive surface. The physician stated that there is no plan to do any reintervention.